Event description:
Information was reported that the cuff was not inflating symmetrically immediately upon use. Incident occurred within week 27. No patient injury occurred.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device when we inflated the sample 1 and 3 with air, the cuff only inflate one side, we manipulated the cuff and the whole cuff inflated. After the whole cuff inflated, we deflated and inflated 4 times, all the times the cuff inflated completely. The customer reported condition was not confirmed. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.